Event description:
The cause of death is listed on the explant report as "arrhythmic/sudden/unwitnessed refractory vf". Programmer printouts and stored electrograms are included with the info. Of note is the last high voltage lead impedance of >200 ohms. In addition, the stored electorgrams showed a shorter than expected shock to shock time. This would seem to indicate a lead problem. However, since the entire leads were not returned with the device, a device problem cannot be absolutely ruled out.